Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during a ureteroscopy procedure, the physician used the ncircle tipless stone extractor basket to engage a stone. The physician pulled the stone and the basket into the access sheath and found that the wires of the basket were broken and separated. The physician used laser and another ncircle tipless stone extractor basket to remove remaining stones and the broken basket. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: the ncircle tipless stone extractor was not returned/received for an evaluation. The customer report of the wires of the basket were broken could only be confirmed based on the customer¿s testimony. Based on the information available a definitive root cause for the reported breakage could not be established. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record was not able to be performed as the lot number was not provided. Per the quality engineering risk assessment; no further action is required. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.